Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00120, related manufacturer reference number: 1627487-2020-00121. It was reported that patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the leads and ipg were explanted and replaced.

Manufacturer narrative:
An initial regulatory report was not indicated as the ipg explant was elective.

Event description:
Additional information received identified that the ipg explant was elective. There were no allegations of deficiency against the ipg.